Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. A 3.00mm x 8mm nc emerge® balloon catheter was advanced for dilation. However, during inflation at nominal pressure, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 3.00mm x 8mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. Inspection of the device presented no damage or irregularities. Functional testing was carried out by attaching an inflation device filled with water to the hub of the complaint device, and inflating the device to rated burst pressure (rbp). The nc emerge device inflated and held pressure for 5 minutes without leaking. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. A 3.00mm x 8mm nc emerge® balloon catheter was advanced for dilation. However, during inflation at nominal pressure, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 3.00mm x 8mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.